Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced prolonged low blood glucose while sleeping, with a nadir of approximately 39 mg/dl, and treated with oral glucose in the form of orange juice; during the call the ilet displayed 74 mg/dl while a fingerstick measured 126 mg/dl, and the user calibrated their dexcom g7 with guidance including education on compression lows and sensor replacement if discordance persisted. Symptoms included hypoglycemia and shaking or tremors, as well as the user feeling cold. Outcomes included a minor illness or impairment and an unexpected medical intervention in the form of medication treatment for hypoglycemia. Troubleshooting and education were completed, including calibration steps and counseling on compression-related sensor inaccuracies. Investigation included remote assessment and user-guided calibration to address discordant glucose readings. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.